Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection, battery testing and a power-on self test were performed. During visual inspection and battery testing the low battery alarm was found. The cause of this was a depleted main battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.